Manufacturer narrative:
(B)(4). One used set was received for evaluation. The sample was tested for leakage per the specification, and leakage was observed at the bonded joint of the tubing and cap of the hand pump assembly. Upon further evaluation, the cap appeared to be assembled at a slight angle. This ultimately could result in a slight channel and leakage path in the solvent bonding between the tubing and cap. House retain samples were also visually and functionally tested according to the specification with acceptable results. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: during surgery blood hand pump cracked, leaking blood. No injury reported.